Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed with sensor patch and no issues were observed with the adhesive. Therefore, this issue is not confirmed. An extended investigation has also been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms of infection described as swollen, redness and pain at the sensor site and had contact with a healthcare professional (hcp) who prescribed doxycycline, an antibiotic for treatment. There was no report of death or permanent impairment associated with this event.